Event description:
It was reported that the attachment of the drill has been broken. There was a delay of 10 min. A replacement was available.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.